Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the replacement of the air and o2 gas modules solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of field # d1 brand name, # d4 version or model # and # h4 manufacture date was required: d1 - brand name - previous brand name: servo-I, corrected brand name: servo-I base unit; d4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800; # h4 manufacture date - previous manufacture date - 10/09/2015, corrected manufacture date - 10/07/2015. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.